Manufacturer narrative:
Conclusion: for anticipated procedural complication. A ship history review identified three batches that were supplied to the facility prior to the event. The device history record review of these batches confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following successful mechanical thrombectomy using a clot retriever and intra-arterial infusion of urokinase, angioplasty was performed twice to reperfuse the occluded basilar artery (ba). Additional amount of urokinase was infused within the clot after angioplasty. The patient tolerated the procedure well. Immediately post procedure there was no complications and successful ba recanalization was achieved. However, the patient clinical condition remained poor. Imaging showed extensive brainstem infarction with poor prognosis for recovery. Following consultation the family decided to place the patient on comfort measures only and the patient was extubated. The next day post procedure the patient expired.

Event description:
Following successful mechanical thrombectomy using a clot retriever and intra-arterial infusion of urokinase, angioplasty was performed twice to reperfuse the occluded basilar artery (ba). Additional amount of urokinase was infused within the clot after angioplasty. The patient tolerated the procedure well. Immediately post procedure there was no complications and successful ba recanalization was achieved. However, the patient clinical condition remained poor. Imaging showed extensive brainstem infarction with poor prognosis for recovery. Following consultation the family decided to place the patient on comfort measures only and the patient was extubated. The next day post procedure the patient expired.